Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturing representative and the patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient¿s ins has been off since (B)(6) 2017. It was also reported that the patient¿s ins turned off on its own for a second time on the (B)(6). A manufacturing representative coached the patient on how to turn the device on over the phone, as the patient stated the screen on the patient programmer stated the device was off. Technical services reviewed the ins recharger can turn the device off inadvertently while recharging if not done correctly. Further information received on 2017-jan-23 stated the device was off again. The manufacturing representative instructed the patient to turn the device back on with their programmer. The next day the manufacturing representative interrogated the device and received a data report. The data report showed that the device was turned off during a recharge session. Technical services informed the patient to not use antenna locate while recharging except for on rare occasions as they may turn the device off. There were no patient symptoms reported.

Event description:
[Refer to manufacturer report #3004209178-2017-01737 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.